Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, complication in site preparation (bone too soft), inadequate bone quality. Same patient as (B)(6).